Manufacturer narrative:
.

Event description:
It was reported that a patient would be undergoing radiation therapy for the treatment of cancer. The initial reporter did not know the type of cancer the patient had or its relationship to vns. Good faith attempts to obtain additional information have been unsuccessful as the patient's previous physician has not seen the patient in a number of years and would not be able to comment on the cancer and there is no known current physician for this patient.